Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. The noisy image was not reproduced. However, there was no image due to a broken cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the camera head presented a noisy image (unable to recognize scope image). The intended procedure was completed with a similar device. The procedure was not delayed more than fifteen (15) minutes. No patient harm reported.

Event description:
Additional information was received from the reporter. The issue occurred during preparation for use for a therapeutic hysteroscopic surgery. The device had been inspected prior to use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿noise on the screen¿ was not duplicated. It was surmised that an image was not displayed because communication failure occurred due to a faulty cable. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.